Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is reportedly affected.

Event description:
The hearing performance with the device was reportedly affected. Per information received on (B)(6) 2021, it was considered to proceed with a CT scan before deciding on further steps with this user. The CT scan had been obtained under general anesthesia on (B)(6) 2021 and the user was re-implanted on (B)(6) 2022. The device is not available for investigation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but is not available for investigation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with the device is reportedly affected.